Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that newly-implanted lead's position was surgically revised after evidence of loss of capture, intermittent sensing, elevated pacing thresholds, and varying pace impedance measurements. It was reported the lead observations were made when the patient was seen in an emergency room the day after implant for a non-related medical issue. A boston scientific field representative reported that device interrogation showed the device was intermittently pacing, but not capturing. The patient had an intrinsic rhythm and did not report any symptoms related to the loss of capture. A chest x-ray noted that the lead appeared to be in its original position, but that the slack in the lead had been taken up. The physician elected to successfully revise the lead's position. No additional adverse patient effects were reported.